Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted to the lad. An angiographic complication of dissection occurred after placement of the stents in the lad.